Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not reported with sensitivity. Is the patient hypersensitive to pressure sensitive adhesives? Not reported with sensitivity. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unk. Patient demographics: initials / ID, gender, age or date of birth; bmi unk. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product lot of product used? Unk. Current patient status. No problem. What is the physician¿s opinion as to the etiology of or contributing factors to this event?the surgeon also wondering it. Is product available to return for analysis. No device will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and was received. What does the reaction look like and how large of an area does the reaction cover? Only the part where the liquid has dripped. Do you have any pictures of the reaction? No photo. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Steroid ointment was prescribed. If medication was required, please clarify if it was prescription strength or if it was purchased over the counter. Yes, steroid ointment but the strength was unk. Can you identify the lot number of the product that was used?: unk. What is the most current patient status?: the patient got better. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Asked but unk. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hysterectomy on (B)(6)2023 and topical skin adhesive was used. The product was used on epidermis of the abdomen. At the morning on (B)(6)2023, in the ward / ICU, skin problems occurred. The patient skin problems such as itching and redness occurred in the area where only the product was adhered. There was no trouble at all regarding the wound area, the area where the liquid and mesh patch were applied. During the surgery, the area where only the adhesive was dripping did not seem to be wiped off. No sample will be returned. Steroid ointment was prescribed. The patient got better. Additional information has been requested.